Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the endoscope controller (ec) to correct the issue. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error / system logs. This case was opened to address customer concern with error 48204. Procedure error logs confirmed at least 20 occurrences of error 48204 over the past 60 days. P1=3, indicating a sensor error > 10%. The ec was installed with a printed circuit assembly (pca) test system to program unit software. System power cycled 10 times without error, then launched in normal mode - image quality was clear and free of noise with correct coloration. This ec will be upgraded from version -16 to -20 by replacing the light engine. There was no image or video clip submitted for review. An event verification confirmed that the pancreatoduodenectomy procedure was performed on the reported event date 14-oct-2022 on system sk1433. A review of the site's system logs for the reported procedure date was conducted and revealed the following possible related system error: 48204 ¿ light engine sensor self-test failed. This complaint is considered a reportable event due to the following conclusion: the field service engineer (fse) replaced the endoscope controller due to an error fault encountered during procedure. The surgeon was able to complete the procedure robotically with no patient harm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, site encountered an error on two different scopes. The site did a power cycle and reset the circuit breaker, but the error came back at power up and scope being plugged in. Site continued but the color of the image was a little bit off. System was docked, and site was getting ready to install the instrument when they called in. The procedure was continuing as planned with no patient harm.